Event description:
It was reported that the knob "spring" on the epg (external pulse generator) was damaged. The device was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was further reported the customer lost the knob control and knob spring.

Manufacturer narrative:
Evaluation summary: knob control and knob spring were missing.